Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tissue expander "fluid leakage".

Event description:
Healthcare professional reported a right side tissue expander "fluid leakage" was observed. Healthcare professional later reported "tissue expander port did not seal correctly after fill" and "tissue expander was completely deflated." Device has ben explanted and replaced with another tissue expander.